Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, dizziness and/or headache, asthma, inflammatory response, kidney disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges respiratory tract irritation, dizziness and/or headache, asthma, inflammatory response, kidney disease/toxicity, reduced cardiopulmonary reserve. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes. No evidence of sound abatement foam degradation or cross contamination. In the previous report, box d: suspect medical devic FDA product code and common device name are incorrect, updated in this report.